Manufacturer narrative:
The device was returned and evaluated. Soft cannula was in the undeployed state when the device was received. The device showed no evidence of damage or manufacturing deficiencies that would cause the needle mechanism to remain undeployed. The data showed that the device ran zero pulses and was in pod state 1, which indicates the pod was not activated. Although no damage to the needle mechanism was found, the reported event could not be determined. Investigation found damage to electrical components of the device. The bottom and middle batteries were found to have low voltages. The pcb was found to have a high shelf mode current. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had high blood glucose levels of 266 mg/dl. The patient was unable to connect the pod with the pdm (personal diabetes manager), there was no communication after the double beep,